Manufacturer narrative:
Investigation showed that the CT values are well beyond the lod of the assay and there is no robust growth in the target curves. Therefore the results are expected to waver upon repeat. Further investigation into the kit as well as all related and equivalent products along with release and stability of these materials did not confirm the customer's allegation. There is no suspicion that the reagent kits are contributing to the unexpected reactive results, and the kit is performing as intended. The discrepancy alleged is likely due to the cross-contamination between specimens. Customer allegation not observed.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. Four batches 688, 690, 694, and 692 of mdrs are being submitted in this case. Within these batches the customer alleged 10 samples generated discrepant results when using the kit cobas 6800/8800 test. No patient identifiable data or run data is available for batch run 692. According to the customer, on (B)(6), initial ten samples were tested using the cobas 6800/8800 sn (B)(4) generated sars-cov-2 positive. Of the ten patients, two were nicu patients, the doctor questioned the results and two new samples were re-collected from the nicu patients, and in addition with eight of the same samples were all repeated on the same 6800 and tested negative. All of the results were reported; and no indication of patient harm or injury. An evaluation of the alleged samples did not identify any of the retested samples, but only identified seven initial test samples. Per the FDA guidance four (4) batches mdrs will be filed, one (1) per each batch.